Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an alert for post-paced t-wave oversensing (pptwos). Device changes were discussed but the patient had not come in to the clinic. No patient consequences reported.